Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after successfully applying three clips, there was an issue with the fourth clip. The clip was correctly inserted into the applier and successfully closed on the tissue (prostatic neurovascular bundle), but it was impossible to release it from the jaws. We had to dissect the tissue around the jaws in order to remove the clip. This resulted in significant blood loss (200 ml) and increased operating time (30 min). We were unable to identify whether the problem originated from the clamp or the clip". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "after successfully applying three clips, there was an issue with the fourth clip. The clip was correctly inserted into the applier and successfully closed on the tissue (prostatic neurovascular bundle), but it was impossible to release it from the jaws. We had to dissect the tissue around the jaws in order to remove the clip. This resulted in significant blood loss (200 ml) and increased operating time (30 min). We were unable to identify whether the problem originated from the clamp or the clip". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned eight unopened representative cartridges of 544240 hemolok l clips 6/cart 84/box for investigation. No visual defects were observed during the visual inspection. The appliers were not returned. No evidence of use in the form of biological material was observed on the cartridges. No other defects or anomalies were observed. Functional inspection was performed on the returned samples. A lab inventory clip applier was used. All clips from each of the eight cartridges were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. The clips had no difficulty loading into the appliers and showed no issues when releasing them from the appliers. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip stuck in applier" was not confirmed based upon the sample received. Unopened representative samples were returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, all the remaining clips from the eight representative cartridges were able to properly load into the jaws of a lab inventory applier and was successfully applied to over-stressed surgical tubing. The clips had no trouble loading into the appliers and had no issues releasing from the appliers. A device history record review was performed, and no relevant findings were identified. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.